Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was in the 300 mg/dl range. Correction bolus was delivered to address bg. Customer reported that the pump am and pm settings were inadvertently switched. Customer corrected time setting.